Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for failed back surgery syndrome and spinal pain. The patient missed the refill scheduled for (B)(6) 2016 due to being incarcerated out-of -state. The reporter wanted a document explaining what would happen if the pump went empty and the if the patient went into morphine withdrawal. The patient called the healthcare provider (hcp) office and it was stated the patient would be fine. The hcp spoke with the doctors from the facility and they will not allow the pump to be refilled during the patient's incarceration. No interventions were possible until after the patient's release. There was no indication of patient symptoms.